Event description:
Clinical study: during a coronary artery drug eluting stenting treatment procedure, a device malfunction occurred. The index procedure treated the proximal left anterior descending artery (lad). The target lesion was 90% stenosed. The physician successfully placed one study stent prior to, and one study stent after the failed implantation of the taxus express2 3.0x16mm drug eluting stent. The original complaint indicated that the wire froze on the monorail. The physician withdrew the wire, and the catheter broke outside the body. Upon device analysis, it was determined that the catheter shaft was severely stretched and broken. The proximal stent struts were also bent back distally. No patient complications were reported.